Event description:
Unomedical reference number: (B)(4). Event occurred in the united kingdom. On (B)(6) 2023, it was reported that the patient's infusion set's tubing was getting detached from the cannula as the glue looked like it had gone dry. Due to this issue the patient's blood glucose level went high and had trouble getting it under control. The site location was patient's abdomen, and the pump was on the same side in relation with the infusion set. Moreover, the infusion had been used for 2 days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.